Event description:
It was reported that this pacemaker exhibited an isolated episode of oversensing of noisy signals. Technical services (ts) was consulted and reviewed available episodes. Ts discussed available information with calling physician, with all measurements within range and the device functioning as programmed. This pacemaker remains in service. No adverse patient effects were reported.